Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was 52 mg/dl. Customer treated their low blood glucose with food. Customer went to the hospital because of their low blood glucose levels and needed surgery. Customer¿s current blood glucose level was 235 mg/dl.